Event description:
It was reported that the downstream occlusion sensor seal was bubbled on the pump. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the dso seal bubbled and the uso seal worn. The customer reported problem was able to be confirmed during the visual inspection. The dso seal was replaced, along with the uso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.